Event description:
It was reported that the ilet pump became unresponsive and would not charge or power on despite attempts with multiple outlets and a charging pad, while the device was not in active use; the reported issue aligned with a display that was difficult to read and involved the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this device revealed an ambient light problem affecting readability in conjunction with a touchscreen-related display issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.